Event description:
A physician reported a pt who was treated with two formulations of collagen on 10/7/97 in the deep nasolabial folds, the oral commissures, and the vermilion borders. The pt called the office approximately 1 week later to report that she had white bumps in the nasolabial folds and the right oral commissure which were noted immediately after the treatment. On 10/21/97, the pt had bumps resembling very small white heads that looked like collagen material seeping out from the dermis into the epidermis. The pt was given an intralesional injection of kenalog and celestone in the nasolabial folds and kenalog at the junction of the vermilion border and the oral commissure. The pt returned on 10/28/97; no change in the appearance of the bumps was observed. On 11/25/97, the pt reported that she had an itching and burning sensation in the nasolabial folds for which she was prescribed topical desowen. At that time, the white bumps had diminished somewhat in appearance. The physician believed that the pt had experienced a seeping of the collagen material out of the dermis into the epidermis due to the quantity of material she had to use to achieve adequate correction, and did not believe the pt had developed a hypersensitivity.